Event description:
The customer's daughter reported that the customer is on the first day of using the insulin pump. Customer's blood glucose was 46 mg/dl. Customer had low blood glucose and wanted to know if she should suspend the pump. Customer's daughter declined troubleshooting as she believes that the pump was working as expected. Customer might have over-treated when she entered her carbs. Customer's daughter was advised to continue to monitor the customer's blood glucose and that they can resume the pump once her blood glucose is stabilized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.